Event description:
It was reported that this pacemaker was an attempted implant due to exhibiting high out of range pacing impedance measurement, measuring greater than 3000 ohms in the right ventricular (rv) channel. Troubleshooting consisted of connecting the rv lead into the pacemaker and impedance measurement showed greater than 3000 ohms. When the rv lead was connected to the pacemaker right atrial (ra) header connection, normal values were noted. Then the ra lead was inserted into the rv header connection, and again the high impedance measurement was confirmed. Both leads were connected to the pacing system analyzer and normal values were displayed. Subsequently, a different pacemaker was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was an attempted implant due to exhibiting high out of range pacing impedance measurement, measuring greater than 3000 ohms in the right ventricular (rv) channel. Troubleshooting consisted of connecting the rv lead into the pacemaker and impedance measurement showed greater than 3000 ohms. When the rv lead was connected to the pacemaker right atrial (ra) header connection, normal values were noted. Then the ra lead was inserted into the rv header connection, and again the high impedance measurement was confirmed. Both leads were connected to the pacing system analyzer and normal values were displayed. Subsequently, a different pacemaker was implanted successfully. No adverse patient effects were reported.